Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Preliminary analysis of the returned device confirmed a hardware failure at the level of the protection chip.

Event description:
Reportedly, during a standard follow-up on (B)(6) 2019, high impedance measurements above 3000 ohms were observed on both the atrial and ventricular leads. The pulse amplitude was normal; the atrial and ventricular thresholds were approximately 5 v. Since the ventricle was capturing at 7.5 v and 1.0 ms, the pacemaker was reprogrammed in vvi mode at 70 min-1. The leads impedances and thresholds were measured again, however the same thing was observed. In addition, the leads connections were tested by reprogramming the polarities in unipolar configuration, but there was no significant change. On (B)(6) 2019, the pacing system was replaced. After the pacemaker was explanted, the connection system was observed and a pulling test was performed to see if the connections were loose, however they were not. After disconnecting the atrial and ventricular leads, the impedances were measured using a pacing system analyzer (psa) and were found to be around 300 ohms. No threshold measurements were performed. The atrial and ventricular leads were abandoned in the patient¿s body.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200610 - file-2020-00003 - analysis_and_closure_report_resp-2020-00472.pdf].

Event description:
Reportedly, during a standard follow-up on (B)(6) 2019, high impedance measurements above 3000 ohms were observed on both the atrial and ventricular leads. The pulse amplitude was normal; the atrial and ventricular thresholds were approximately 5 v. Since the ventricle was capturing at 7.5 v and 1.0 ms, the pacemaker was reprogrammed in vvi mode at 70 min-1. The leads impedances and thresholds were measured again, however the same thing was observed. In addition, the leads connections were tested by reprogramming the polarities in unipolar configuration, but there was no significant change. On (B)(6) 2019, the pacing system was replaced. After the pacemaker was explanted, the connection system was observed and a pulling test was performed to see if the connections were loose, however they were not. After disconnecting the atrial and ventricular leads, the impedances were measured using a pacing system analyzer (psa) and were found to be around 300 ohms. No threshold measurements were performed. The atrial and ventricular leads were abandoned in the patient¿s body.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a standard follow-up on (B)(6) 2019, high impedance measurements above 3000 ohms were observed on both the atrial and ventricular leads. The pulse amplitude was normal; the atrial and ventricular thresholds were approximately 5 v. Since the ventricle was capturing at 7.5 v and 1.0 ms, the pacemaker was reprogrammed in vvi mode at 70 min-1. The leads impedances and thresholds were measured again, however the same thing was observed. In addition, the leads connections were tested by reprogramming the polarities in unipolar configuration, but there was no significant change. On (B)(6) 2019, the pacing system was replaced. After the pacemaker was explanted, the connection system was observed and a pulling test was performed to see if the connections were loose, however they were not. After disconnecting the atrial and ventricular leads, the impedances were measured using a pacing system analyzer (psa) and were found to be around 300 ohms. No threshold measurements were performed. The atrial and ventricular leads were abandoned in the patient¿s body.